Manufacturer narrative:
B5 --product returned for investigation --exterior physical visual inspection: passed. --voltage measurement: failed. D9 --device available from investigation. G6 --follow up 001. H2 --device evaluation. H6 --10, testing of actual/suspected device.

Event description:
Product returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.